Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles blowing out from the device. There is no allegation of serious or permanent harm or injury. No medical intervention was reported by the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be submitted.